Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number 8rulqd. However, transmitter with serial number 8sf8qm was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test/download was performed and passed. A review of the bin file was performed and signal loss was not found for serial number 8sf8qm within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over an hour is reportable. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).